Manufacturer narrative:
A ge service rep performed an on site investigation. The ups power supply and the isd board were replaced and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system failed to boot up. There was no pt injury or death reported.